Event description:
A patient experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 241,67 mg/dl. Tests were done within 10 minutes with a difference of 100%. Patient did not experience any adverse events.